Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse observed in the power activity log journal, that the iabp was operating on battery for approximately 2 hours and then shut down. The fse did not observe any issue with the batteries to ac operation, they were operating to specifications. The unit passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the end user, that the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly with no warning. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.